Manufacturer narrative:
(B)(4). The reported issue of system error 2240 alarm was not confirmed and cause was undetermined.

Event description:
The customer contacted baxter's technical service center to report an issue system error (se) 2240 (air in set) found on home choice (hc) device during use during dwell. The baxter technical representative (tsr) assisted the home patient (hp) to cycle power to get se 2367. The tsr had the hp cycle power to "press go to start" and had hp disconnect. The tsr explained the alarms. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.